Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during total hip replacement surgical procedure, it was observed that the battery oscillator device did not function at optimal range as it was expected. According to the reporter, during the initial phase of the surgery, when turned on, the saw device was oscillating automatically in a small but visible degree even when it was not powered up by pressing the trigger. However, during the middle phase of the surgery the saw returned back to normal. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.